Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-feb-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system auxiliary drawer 4 had failed. A field service engineer (fse) replaced the inseparable latch due to a missing magnet. The drawer was tested using the hardware test application (hta), and the customer was able to successfully recover the drawer and verify its functionality through inventory medication tests. Additionally, the fse reseated all connections at the back to ensure proper connectivity. The system functioned as intended after the field service engineer repaired the device. E.1. Initial reporter city: (B)(6).

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer 4 was failed. The customer reported there was an issue occurred when user trying to issue medication to patient and had delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.